Event description:
Additionally, the event resolved a month post-injection.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks and midface with 2 syringes of juvéderm voluma® xc. Two days later, the patient reported ¿swelling¿ at the injection site (worse on the left side), and that ¿it was hard to open their mouth.¿ a couple of weeks later, the injection site was ¿bumped up, swollen, and red.¿ the injector wanted to treat the patient with hyalase, but the patient was unavailable. The patient received a rocephin shot and an oral keflex with another office, as well as hydase¿. The patient began to have ¿neurological symptoms and seizers.¿the event is ongoing.